Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019.

Event description:
Touchscreen failure. There was no patient or user harm was reported.

Manufacturer narrative:
MFR received date: 21oct2019. This record was inadvertently reported. After receiving further information, the customer confirms there was no allegation of unit failure, but instead confirmed their touchscreen part replacement. This issue is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touchscreen failure. There was no patient or user harm was reported.